Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that the catheter became froze on the guidewire. A non-bsc guidewire was advanced to the right coronary artery (rca). A 2.75x 38mm and a 3.0x 8mm promus premier stents were implanted in the rca. A 3.0x 12mm promus premier stent was then advanced with the intent to deploy it between the two previously placed stents, having the stents overlapping. From a certain point it was not possible to withdraw the stent on the wire for better placement. The physician chose to withdraw the wire with the stent. The procedure was completed with a new wire and a new 3.0x 12mm promus premier stent. There were no further issues and it was noted that the patient was stable during the entire procedure.

Manufacturer narrative:
Device evaluated by MFR: analysis of the device was completed: there were no signs of damage, stretching or lifting of the stent struts and there were no signs of damage or kinks noted on the shaft of the devices. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within specification. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. As part of the analysis, the device was loaded onto, tracked over and withdrawn from a 0.014'' recommended guidewire without issue or resistance. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter became froze on the guidewire. A non-bsc guidewire was advanced to the right coronary artery (rca). A 2.75x 38mm and a 3.0x 8mm promus premier stents were implanted in the rca. A 3.0x 12mm promus premier stent was then advanced with the intent to deploy it between the two previously placed stents, having the stents overlapping. From a certain point it was not possible to withdraw the stent on the wire for better placement. The physician chose to withdraw the wire with the stent. The procedure was completed with a new wire and a new 3.0x 12mm promus premier stent. There were no further issues and it was noted that the patient was stable during the entire procedure.